Manufacturer narrative:
Date of explant: (B)(6) 2018.

Event description:
New information received on june 28th, 2018 states that device was explanted and a new device was implanted. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a routine follow up visit, device back up vvi mode was observed. A device download to restore the device to normal function was not performed due to a low battery issue. Device replacement due to normal elective replacement indicator was scheduled. No further information available.

Manufacturer narrative:
The reported field event of backup vvi was not confirmed in the laboratory. The device was tested on the bench, and no anomalies were found.